Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a gradual change in therapy/symptoms. Patient has experienced a loss or change of therapy. Patient had surgery in january and turned off the device. Patient noticed intense urine flow a couple weeks ago and turned their device back on a week before the report. Patient turned their ins on and it didn't do anything and said they couldn't increase or decrease. Before the surgery, patient was on 6.2v. When the patient went to turn their device on, the patient thought they were going to get electrocuted. The patient programmer (pp) was looked at. The patient was able to decrease stimulation, turn the stimulation back on, and then began increasing stimulation. The patient began feeling stimulation. Patient said the call center was able to get it "to the point of it working now" and the patient will call back if they have any more issues. No further patient complications have been re ported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.